Manufacturer narrative:
H.6. Investigation: one (1) sample was provided to bd medical ¿ pharmaceutical system (bdm-ps) for analysis. Bdm-ps performed a batch history record¿s review (bhr) including a review of all data collected during in process and quality inspections. The batch involved in this complaint meets all acceptable quality levels (aql¿s), was manufactured and released according to applicable procedures and specifications. Initial evaluation of the returned complaint sample revealed no visible damage to the pen. The pen was tested for volumetric dose accuracy per it1172. All doses were within specification, pen functioned as intended. An injection sequence was executed using a 29g x 12.7mm bd pen needle and drug cartridge. Based on investigation conclusion, bdm-ps was not able to confirm the symptom perceived by customer or correlate this symptom with a potential cause linked to bd process. H3 other text : see h.10

Event description:
It has been reported that one organon follistim pen® 2nd gen pen ii has been found experiencing inability to deliver medication during use. The following has been provided by the initial reporter: primary reporter is the pharmacist. Pharmacist reported that unspecified patient reported not receiving the correct amount of follistim due to malfunctioning follistim pen. The pen did not stop so it seemed like [his wife] was getting the correct dosage, but there was only supposed to be a left in the bottle, and it didn't seem like it was the correct amount. [The couple] went through a few bottles [of follistim] without understanding what was happening. Then the pharmacy sent a new pen that was working correctly.

Manufacturer narrative:
The manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that one organon follistim pen® 2nd gen pen ii has been found experiencing inability to deliver medication during use. The following has been provided by the initial reporter: primary reporter is the pharmacist. Pharmacist reported that unspecified patient reported not receiving the correct amount of follistim due to malfunctioning follistim pen. The pen did not stop so it seemed like [his wife] was getting the correct dosage, but there was only supposed to be a left in the bottle, and it didn't seem like it was the correct amount. [The couple] went through a few bottles [of follistim] without understanding what was happening. Then the pharmacy sent a new pen that was working correctly.